Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, the cause was unknown. The customer's blood glucose level ranged from 324-361 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time to resolve the issue.